Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and cultures were obtained. It was determined the patient had a pseudomonas infection. The patient was treated with antibiotics. Per the physician there was a biofilm growing on either the dialysis graft or the cardiac resynchronization therapy defibrillator (crt-d). The crt-d system was explanted. No further patient complications have been reported as a result of this event.